Event description:
It was reported that during device change out for normal eri, low pacing lead impedance was observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. The electrical parameters were all good and the wpatient as stable.